Manufacturer narrative:
(B)(4). This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image: the image by the customer is that where the the secondary package can be observed above the primary package. A closer look to the secondary package, evidence of moisture can be seen. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2021. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was returned sealed inside its original packaging. Upon analysis, a stain was found on the tyvek. No conclusion could be reached as to what caused the staining issue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: v94c8l. Additional information was requested and the following was obtained: is this related to the delivery service? Unsure, never saw the outer carton but the inner harmonic box had water damage and 1 of the 6 units in the box had water stain did the damage to the packaging compromise the sterility of the device? The account did not want to risk of sterility was compromised, the other 5 devices in the box had no water stains and wete used without incident. Did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. Device never opened or used on patient. This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image: the image by the customer is that where the carton above the sterile package. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that before an unknown procedure the device arrived with water damage on the outer carton, inner box and one of the harh36 devices.